Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The cause of the reported pericaridal effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
No product was returned for investigation.  A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported pericardial effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3005334138-2020-00253, 3008452825-2020-00317. During an atrial fibrillation procedure, a pericardial effusion occurred. Following a re-isolation of the left pulmonary vein and roof line, the patient felt a hot flush and did not feel well. An echocardiogram confirmed a pericardial effusion for which a pericardiocentesis was done to stabilize the patient. The location and cause of the effusion was unknown. The patient was stabilized and monitored. There were no performance issues with any abbott device.